Event description:
See initial report.

Manufacturer narrative:
H.10: based on the available information, potential root causes of the reported event are patient conditions and/or lack of sufficient anticoagulation.

Manufacturer narrative:
Patient information was not provided. Cradiacassist inc. Manufactures the lifesparc system . The incident occurred in (B)(6). A review of the DHR for lifesparc pump 00870178 did not identify any deviations or nonconformances relevant to the reported issue. Through follow-up communication livanova learned that the patient was on support with lifesparc for less than a couple of hours. The customer indicated it was a very complex patient with an extraordinarily high acuity and that the prognosis of the patient was very poor prior to placing the patient on support. Through follow-up communication livanova learned that the patient developed worsening right ventricle dysfunction requiring placement of protek duo cannula utilizing lifesparc system. Upon placement and initiating support, the patient decompensated requiring fluid resuscitation and received multiple blood products. Lifesparc was removed due to patient's hypercoagulable state and conversion to central va ECMO via another device with placement of additional venous cannula. The pump was discarded immediately by the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a medwatch report mw5094747 that upon weaning from cardiopulmonary bypass the surgeons transitioned to an oxygenated rvad for right heart support. Reportedly the patient decompensated and they tried to convert back to cardiopulmonary bypass. At that time, it was not possible to achieve any flow due to a sizable clot located at the level of the pump bearing. A lifesparc pump was used. There was no report of patient injury.